Event description:
It was reported that after the external pulse generator (epg) is turned on it stays with all lights on and doesn't respond. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the battery contacts were contaminated with brown residue, the main printed circuit board was out of specification, the upper case was cracked and broken, the lower case was broken, the high rate cover was broken, the bails and ring were missing, the ring cover was damaged, the front patient cover was missing, and there were broken plastic parts inside the device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.